Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the one day post implant at the pre-discharge check, the atrial lead was noted to have a pacing threshold of 6v at 1ms. A chest x-ray was done and a lead dislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.